Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that surgical intervention took place wherein the ipg pocket was revised to a more comfortable position. Additionally, the ipg was electively replaced with a new ipg.